Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and heart rate of 20bpm. The right ventricular (rv) lead connection was checked and while no apparent damage was seen the physician decided to cap and replace the rv lead and explant and replace the implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.